Event description:
It was reported that a patient underwent breast augmentation revision with two 330cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient suffered breast tenderness, tingling in hands, swollen fingers and toes. The patient also tested for allergies but no result was provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 27, 2023, mentor received additional information indicating that the patient was told that they have breast implant illness and chronic inflammatory response syndrome (cirs). In addition, the patient was also told to have bia_alcl, but there was no deflation. On february 29, 2024, mentor received additional information indicating that the patient's original left implant actually popped and was replaced. On (B)(6) 2024, mentor became aware that it was actually the patient's original right breast implant that deflated. The original implant dates for both the original left and right implant was on (B)(6) 2012. The right implant was removed on (B)(6) 2012 and was replaced with an unspecified mentor gel implant. Since no lot number was provided, no manufacturing record evaluation could be performed.